Event description:
Pt is a (B) (6) female who underwent right total hiparthroplasty with depuy asr hip system in 2008 by dr (B) (6) at (B) (6) hospital. She reports that her initial recovery was good; however, by 2 months after surgery, she began to develop groin pain. She had persistent groin pain followed by onset of buttock pain and some thigh pain over the ensuing timeframe. She has been worked up extensively for other mechanisms of pain generation and only recently had a CT scan which demonstrated cystic changes in the acetabulum suggestive of osteolysis and possible acetabular loosening. Pt has findings suggestive of metallosis with loose acetabular component. According to the admitting history and physical by dr mark mcbride, the serum cobalt and chrome levels were also significantly elevated relative to normal range. A revision hip surgery was performed on (B) (6) 2010 by dr (B) (6) at (B) (6) hospital. Intraoperatively, dr (B) (6) found fibrous ingrowth of acetabular component and probable high wear from metal on metal bearing.